Event description:
It was reported that during a lap total hysterectomy procedure, there were activation errors with the device. The site used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.